Event description:
Boston scientific received information that the non bsc right ventricular (rv) lead implanted with this implantable cardioverter defibrillator (ICD), exhibited high and low out of range pacing impedances. The field representative has been notified and reached out to for additional information. There are no adverse patient effects reported. Additional information was received that there was one out of range reading. The patient was brought into the clinic but they were unable to reproduce an out of range reading. The patient will be followed for any further out of range measurements.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.